Event description:
Complainant alleged that while attempting to defibrillate a pt (age & gender unk), the device would not discharge. Complainant did not indicate that there was an adverse effect to the pt.